Event description:
Boston scientific received information that this right atrial (ra) lead displayed pace impedance measurements of greater than 2000 ohms. Thresholds were also reported to have been elevated. The patient was reported to not be pacer dependent and will continue to be monitored. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.